Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse found power supply pcb defective, so the fse replaced the power supply and after that problem solved. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit is not switching on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.